Event description:
An olympus representative reported to the olympus technical assistance center (tac), on behalf of the customer, the ceramic tip of the inner sheath, for 26 fr. Outer sheath broke off into the patient's bladder during an unknown therapeutic procedure. The physician was able to retrieve the tip with a grasper and complete the procedure without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
(Lot/serial number): the exact lot/serial number is unknown as only part of the device was returned. However, the customer reported it as being either ac or (B)(4). A part of the device, the ceramic tip, was returned to olympus for evaluation. The ceramic tip was inspected under a microscope and a large chip (not returned), along with a possible hairline crack, were discovered on the front section. The bottom section which connects to the actual inner sheath was also missing pieces, which were not returned for evaluation. In addition, it was noted there are numerous scratches, and light black streaks on the ceramic tip. Compatibility tests cannot be performed due to the condition of the returned device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, a review was performed for the last 24 months of production without showing any non-conformities or deviations regarding the described issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria based on the results of the investigation, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling and/or mechanical impact like fall, shock or similar stress. The following information is stated in the instructions for use: "4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.